Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient is a pediatric.

Event description:
It was reported that a patient was transported to CT scan department stat, while on epinephrine infusion and the pump was running on battery mode. When the device was unplugged from the ac power outlet, it provided low battery alarm to indicate that there were only thirty minutes left. However, five minutes into patient transport and while in the elevator, the device powered off and the critical medication stopped infusing. This resulted to a near-code of a pediatric patient while in the elevator. Once the patient was stabilized, another team member returned to intensive care unit (ICU) to replace the pc unit. This pc unit had been plugged for several hours. When this replacement pc unit was brought to the patient while in CT scan, the device alarm battery alert as well. The clinicians were unable to stabilize the patient for transport back to ICU without the loaner pump from the emergency department (ed).

Event description:
It was reported that a patient was transported to CT scan department stat, while on epinephrine infusion and the pump was running on battery mode. When the device was unplugged from the ac power outlet, it provided low battery alarm to indicate that there were only thirty minutes left. However, five minutes into patient transport and while in the elevator, the device powered off and the critical medication stopped infusing. This resulted to a near-code of a pediatric patient while in the elevator. Once the patient was stabilized, another team member returned to intensive care unit (ICU) to replace the pc unit. This pc unit had been plugged for several hours. When this replacement pc unit was brought to the patient while in CT scan, the device alarm battery alert as well. The clinicians were unable to stabilize the patient for transport back to ICU without the loaner pump from the emergency department (ed).

Manufacturer narrative:
Additional information provided: d11.

Manufacturer narrative:
Correction: outcomes to adverse event, type of reportable event. Additional information: patient's identifier, age, sex, weight , updated describe event or problem, updated relevant tests / laboratory data (patient code and device code). Per customer, information on other relevant history, preexisting medical conditions and race and ethnicity were not available. Although requested, information on outcomes to adverse event date of death was not provided.

Event description:
It was reported that a patient was transported to CT scan department stat, while on epinephrine infusion and the pump was running on battery mode. When the device was unplugged from the ac power outlet, it provided low battery alarm to indicate that there were only thirty minutes of power left, then another alarm for five minutes of power left. However, five minutes into patient transport and while in the elevator, the device powered off and the critical medication stopped infusing. This resulted to a near-code of a pediatric patient while in the elevator. Once the patient was stabilized, another team member returned to intensive care unit (ICU) to replace the pc unit. This pc unit had been plugged for several hours. When this replacement pc unit was brought to the patient while in CT scan, the device alarmed battery alert as well and powered off. The clinicians were unable to stabilize the patient for transport back to ICU without the loaner pump from the emergency department (ed). It was then reported that the patient passed.

Manufacturer narrative:
The report that the devices powered off and critical medication stopped infuse could not be confirmed. The incident devices were not returned for this investigation. Customer advocacy received a system that included a pcu, syringe module and pump module. The review of the returned pcu event log found the devices were not in on the reported incident of (B)(6) 2020. The customer was contacted with findings from the logs. The customer confirmed the incident date of (B)(6) 2020 is the incident date. The customer did not sequester the equipment after the event. When the devices were retrieved, they acquired the only available system at the hospital unit. The incident equipment was requested by customer advocacy; however, the serial number were not documented and locating the devices would be difficult according to the customer. Bd recommends leaving the power cord connected to a hospital grade ac power source whenever available. The battery is intended as a backup system. If the device has been used on battery power, ensure that the battery is fully charged prior to using the device on battery power again. To fully charge a depleted battery connect the device to a hospital grade ac power source for 16 hours. The devices were being used for treatment. The root cause of reported complaint that the device powered off and the critical medication stopped infusing could not be determined. The incident devices were not returned for this investigation. Device history review: a device history review could not be performed. The customer did not return the incident devices or provide the serial number.

Event description:
It was reported that a patient was transported to CT scan department stat, while on epinephrine infusion and the pump was running on battery mode. When the device was unplugged from the ac power outlet, it provided low battery alarm to indicate that there were only thirty minutes of power left, then another alarm for five minutes of power left. However, five minutes into patient transport and while in the elevator, the device powered off and the critical medication stopped infusing. This resulted to a near-code of a pediatric patient while in the elevator. Once the patient was stabilized, another team member returned to intensive care unit (ICU) to replace the pc unit. This pc unit had been plugged for several hours. When this replacement pc unit was brought to the patient while in CT scan, the device alarmed battery alert as well and powered off. The clinicians were unable to stabilize the patient for transport back to ICU without the loaner pump from the emergency department (ed). It was then reported that the patient passed. Upon receipt of the returned device, a note taped on the pump module indicates "removed from service bad bottle sensor (B)(6) 2020".